Manufacturer narrative:
Approximate age of the device is 1 year. The event occurred at (B)(6) hospital in (B)(6). A correlation between the device and the reported lower gastrointestinal tract bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with lower gastrointestinal tract bleeding and was admitted to the hospital from (B)(6) 2015 due to the hemorrhage. The patient's inr was 2.3. At the time of the event, the patient was being medically managed with anticoagulant therapy (warfarin and aspirin). During the admission, no transfusion of red blood cells (rbc) was required; however, a lower gi endoscopy was performed. The cause for the bleeding was reported as unknown. No additional information was received.